Event description:
The customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) lot 292 result on one patient sample compared to 2 equivocal results. The same sample was retested on immulite 2000 xpi and the result was non-reactive (negative). Due to these discordant results, the same sample was sent to another laboratory and the result from a non-siemens test method was negative. The reactive results were not reported. The non-reactive results were reported as correct. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of reproduceable reactive (positive) atellica im toxoplasma igg (toxo g) results on a patient sample. Lot 292 was in use at the time. Retesting of the same sample with 2 alternate test methods produced non-reactive results that were considered correct. Siemens is evaluating customer data including calibration and quality control results. The interpretation of results section of the instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings."

Manufacturer narrative:
Siemens completed investigation for a customer observation of atellica im toxoplasma igg (toxo g) lot 292 equivocal and reactive results on a patient sample relative to non-reactive results when tested on other methods. The patient sample in question was tested 3 times on atellica im toxo g and the results were 9.9 iu/ml, 10 iu/ml and 9.6 iu/ml. The sample results were near the assay cut off, but within the assay's precision claims of = 12.0% cv for samples with concentrations from 6.4¿700.0 iu/ml. The patient was also tested for toxoplasma igm, which resulted negative. Calibration and quality control (qc) data was not provided but were acceptable according to country customer service information. Per the atellica im instructions for use (IFU), when toxo g is equivocal and toxo m is negative, a new sample should be obtained, and testing should be repeated. If results are still equivocal the results should be tested on alternate method. Post the atellica im results, the sample was repeated on immulite 2000 xpi on the same day and the result was non-reactive (<5 iu/ml). Due to the different results between atellica im and immulite 2000 xpi the customer sent the same sample to another laboratory for alternate method(non-siemens) testing, which resulted as negative. There is no available sample volume available for further testing to be performed for siemens's investigation and the customer did not test with heterophilic blocking tube (hbt) and/or non-specific antibody blocking tube (nabt). Siemens reviewed internal qc and medical decision pool data and confirmed toxo g lot 292 met all release criteria and recovered similar with other lots. Siemens retrieved srs (siemens remote service) field patient data from 01-jun-2023 to 19-jun-2024 for toxo g lots 287, 288, 291, 282 and 295 (total n=832,874) and lot 292 recovered comparable with all other lots. The calculated specificity of this customer for toxo g lot 292 is 84/85= 0.988 x100= 98.8%, which is within the initial relative specificity as described in the assay IFU (97.7- 99.8%). The customer is operational, and the reported issue was resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.